Event description:
It was reported that the patient's right ventricular (rv) lead inappropriately shocked the patient due to incorrect interpretation of atrial fibrillation. It was also noted that the rv lead exhibited low, out-of-range defibrillation impedance and noise oversensing. The issue was resolved via explant. The patient had no additional adverse consequences due to the event.